Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a lower reading with her adc freestyle libre 2 sensor when compared to reading received from an hcp meter. On (B)(6)2019, the customer received unspecified low readings and experienced symptoms described as ¿nausea, vomiting pain, high pulse, high blood pressure, and dry mouth¿ and was incapable of self-treating. An ambulance was called and upon their arrival, a sensor scan of 200 mg/dl was obtained compared to a reading of 300 mg/dl received on the ambulance¿s meter. At the hospital, a reading of 400 mg/dl was received on the hospital¿s meter and the customer was diagnosed with hyperglycemia and diabetic ketoacidosis. An insulin and saline perfusion were administered for treatment.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a lower reading with her adc freestyle libre 2 sensor when compared to reading received from an hcp meter. On (B)(6) 2019, the customer received unspecified low readings and experienced symptoms described as ¿nausea, vomiting pain, high pulse, high blood pressure, and dry mouth¿ and was incapable of self-treating. An ambulance was called and upon their arrival, a sensor scan of 200 mg/dl was obtained compared to a reading of 300 mg/dl received on the ambulance¿s meter. At the hospital, a reading of 400 mg/dl was received on the hospital¿s meter and the customer was diagnosed with hyperglycemia and diabetic ketoacidosis. An insulin and saline perfusion were administered for treatment.